Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd catheter experienced hub separated from the device during use. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. The issue is the spring contained in the housing that retracts the needle comes apart. The spring is violently released when the nurse is trying to retract by pushing the button.

Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will c to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the unspecified bd catheter experienced hub separation from the device during use. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. The issue is the spring contained in the housing that retracts the needle comes apart. The spring is violently released when the nurse is trying to retract by pushing the button.